Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 30 mg/dl and the current blood glucose was 160 mg/dl. Customer treated low blood glucose with food and glucose tablets. Customer stated symptoms related to low blood glucose that was mental confusion. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. The auto mode feature was active at the time of incident. No further patient complications were reported. Troubleshooting was performed. The device will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.